Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A nurse reported that during a cataract surgery, after the intraocular lens (iol) implantation, the irrigation/aspiration (I/a) probe sucked the capsule. The use of reflux did not release the capsule and it became ruptured. The procedure was successfully completed using an anterior vitrectomy probe. The system worked properly. The surgery was delayed a couple of minutes. Additional info has been requested but not received to date.